Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that inadequate capture was observed on the lead and threshold had risen. The lead was replaced and the patient's condition was stable after the procedure.